Manufacturer narrative:
Concomitant products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 389033, lot# j0511425v, implanted: (B)(6) 2005, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient 'felt that her ins (implantable neurostimulator) moved while she was vomiting.' The patient reported that following a vomiting episode that she experienced while she had a 'stomach virus' in (B)(6) 2013 that the patient felt 'a sharp pain at the site of her ins.' The patient noted that the pain went from the location of her ins 'down to her groin area.' It was also stated that the area of her symptoms was her 'left arm' and 'left leg.' The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).